Event description:
The user facility reported that a system 1e water hose separated from its connection to the water supply shut off valve, causing water to migrate throughout the csr and or departments and seep into the ceiling below. No injuries or procedures delays were reported.

Manufacturer narrative:
A steris service technician went on-site to inspect the processor and found that the hose had separated at the worm clamp connection. The technician replaced the fitting and worm clamps, ran a test cycle and returned the unit to service. No additional issues have been reported. The replaced fittings and worm clamps were returned for evaluation where it was identified that the components evidenced scale build up and corrosion. Upon further investigation, it was identified that at the time of initial installation of the system 1e, the technician did not use new components, rather used components from the existing system 1 unit. The technician that installed the unit has been counseled on the importance of using new components when installing system 1e processors.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).